Event description:
It was reported that during a routine testing in sterilization, it was observed that the electric pen drive device was "not working." The event did not occur during surgery. There was no patient involvement reported. There were no reports of injuries, adverse events or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative:as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.